Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample was found disassembled and the upper grip shell was missing. The catheter part was found without deficiency. A break could not be found on the lower grip shell even on the connection pins; it was only disassembled from the upper grip shell. One provided image demonstrates both grip shells in disassembled condition with locked safety. The investigation leads to inconclusive result. The grip reportedly was correctly fixed, and no further damage was visible before unpacking. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent was allegedly broken. There was no patient contact.